Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the screen. The customer reported that the device's keypad was not responding properly prior to the incident. Blood glucose level at the time of the call was 153 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.